Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
Immediately after a superdimension enb procedure the patient could not speak or move her right side, and was found to have had a left mca watershed stroke. The site reported it was due to relative hypoperfusion during the procedure.